Manufacturer narrative:
Concomitant product: protack 5mm single use instrument (lot # p7h1227). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced infection, adhesions, pain, and discomfort. Post-operative patient treatment included revision surgery, removal of mesh, and wound vac. Information received indicates the patient is deceased. The reporter stated the device did not cause or contribute to the event.